Manufacturer narrative:
Physio-control made attempts to have the product returned, but due to the covid-19 situation the facility was not able to return the product for evaluation. Therefore, a cause of the reported issue could not be determined, at this time.

Event description:
The customer contacted physio-control to report that their device gave a "disarming" message. This is indicative of charged defibrillation energy being removed, in which state the provision of defibrillation would be delayed, if needed. The device would deliver defibrillation energy properly through its standard paddles assembly. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device gave a "disarming" message. This is indicative of charged defibrillation energy being removed, in which state the provision of defibrillation would be delayed, if needed. The device would deliver defibrillation energy properly through its standard paddles assembly. There was no patient use associated with the reported event.